Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported there was nothing to return for analysis. Only about one centimeter was removed, and it was discarded by the account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2012, product type: catheter, ubd: 11-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 100 mcg/day via an implanted pump for an unknown indication. It was asked, but unknown when the event/difficulty occurred. It was reported the doctor added an additional catheter to ¿neck segment¿ and reattached pin to catheters. Cerebrospinal fluid (csf) flow was noted. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was reported the catheter was added because when the operating physician went to reconnect the catheter to the pin there was not enough catheter length to do so, so an additional catheter was implanted. It was reported that imaging was performed that showed disconnection. The catheter was disconnected at the pin between the pump segment and the scf (spinal) segment. No symptoms were reported. However, it was reported there was a loss of therapy and need for surgical revision of the catheter. A dye study was performed on the pump segment (when it was no longer connected to the cerebrospinal fluid [csf] any longer) to determine patency, and to identify how extensive a surgery needed to take place. A surgeon performed a CT (computerized tomography) scan as well. Regarding the cause of the disconnection, there was unknown cause. Imaging was performed because the patient had a fall down stairs and injured their head and neck.